Event description:
It is reported that the patient has bilateral recalled implants. There is no pain in the left leg at this time. The patient began having pain in the right groin, outside of the hip and down her leg in (B)(6) 2012. The pain is constant and intense. Patient completed blood tests and an MRI in (B)(6) 2012 which indicated that a revision is needed. Patient is in the process of scheduling the revision of the right hip.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.